Event description:
Novathreads was implanted on (B)(6) 2022. (B)(6) 2022 two threads were poking under the skin. 18g thread at end point. Gripped with needle nose tweezers glided out. Noticed thread irregularity at 6cm. Second thread was not removed. Follow-up scheduled (B)(6) 2022 to attempt removal. (B)(6) 2023 practitioner advised to contact her at the end of the month to provide with patient status. (B)(6) 2023 an email was sent to the customer asking for the status of the patient. No feedback has been received yet. (B)(6) 2023 hcp informed the patient has a thread poking under the skin and wants to observe the patient longer to determine further actions. This is an ongoing investigation. Additional information will be added if and when it becomes available.

Event description:
Novathreads was implanted on (B)(6) 2022. (B)(6) 2022 two threads were poking under the skin. 18g thread at end point. Gripped with needle nose tweezers glided out. Noticed thread irregularity at 6cm. Second thread was not removed. Follow-up scheduled on (B)(6) 2022 to attempt removal. (B)(6) 2023 practitioner advised to contact her at the end of the month to provide with patient status. (B)(6) 2023 an email was sent to the customer asking for the status of the patient. No feedback has been received yet. (B)(6) 2023 hcp informed the patient has a thread poking under the skin and wants to observe the patient longer to determine further actions. This is an ongoing investigation. Additional information will be added if and when it becomes available. An update has been provided regarding the patient's condition on (B)(6) 2023. It has been confirmed by the healthcare professional (hcp) that the pdo threads are not causing any discomfort or pain to the patient.